Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results were obtained by the laboratory personnel and reported to the clinician. A false positive result could result in misdiagnosis or incorrect treatment. A gram stain was used for confirmation and there was no indication that results were reported out. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated false positives on drawers a, b and c. A bd system service engineer (sse) reviewed the logfiles and identified that the false positives were occurred due to the bad stations. The customer needed to block the bad stations to avoid the false positives in the future. And replaced the vial storage racks as needed. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is bad stations. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results were obtained by the laboratory personnel and reported to the clinician. A false positive result could result in misdiagnosis or incorrect treatment. A gram stain was used for confirmation and there was no indication that results were reported out. There was no report of patient impact.